Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of lioresal to treat intractable spasticity due to cerebral palsy. In 5/99, the hcp stated the pt experienced a decrease in therapeutic response, which prompted the hcp to perform a catheter contrast study. The catheter was found to have a break and it was replaced in the or in 1999. A portion of the old catheter remains in the intrathecal space. On follow-up, the hcp stated the pt had good relief of spasticity with lioresal infusing through the new catheter.